Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician implanted the patient with a new lead and lead anchor. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician implanted the patient with a new lead and lead anchor. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(6), description: scs 70cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.